Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2015 a patient received a mitroflow dla21 aortic heart valve implant. The manufacturer was notified that the device was explanted on (B)(6) 2019 and replaced with a perceval pvs21 sutureless aortic heart valve implant. No further information was received.